Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, d4, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed, an opening assessed as surgical damage. No additional observations were performed on the device. No further actions are required.

Event description:
Physician reported was implanting a saline device when noticed a leak and took it out. Device not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break.

Event description:
Physician reported was implanting a saline device when noticed a leak and took it out. Device not implanted.